Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes lead was also dislodged.

Event description:
It was reported that the patient presented to the hospital for possible lv lead reposition due to intermittent non-capture. This was previously observed in device clinic. The lv lead showed intermittently elevated capture thresholds in the presence of normal impedance ranges. Fluoroscopy revealed possible lead malposition. The lead was explanted and replaced. Patient was stable.